Event description:
The account alleged the side rail was not latching. No patient impact.

Manufacturer narrative:
The technician found the side rail release lever was broken. The technician replaced the side rail release lever to resolve the issue.